Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was on his third device and had "failure" problems with each one. See manufacturer's report #3004209178-2010-04448 and 3004209178-2010-03737. Additional info received from the healthcare provider noted that the cause of the event was unk; lead, programmer. Surgical intervention, revision, involving ins and lead was noted, not further specified. The pt outcome was no injury.